Manufacturer narrative:
The specific cause of the event could not be determined. The investigation determined the issue was consistent with an aged measuring cell on the analyzer.

Event description:
There was an allegation of a questionable tnt hs stat elecsys result from the cobas e411 rack analyzer. At 8 am, the result for the first sample from the patient was 171.5 ng/l. At 09:30 am, the result from a second sample from the patient was 292.9 ng/l with a data flag. The first sample from 8 am was then repeated and the result was 362.0 ng/l with a data flag.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.